Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that the insulin pump was not delivering insulin. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother stated that they had ketones. The customer's stated that there was a bent infusion set. The insulin pump will not be returned for analysis.